Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient experienced lack of/didn¿t feel stimulation to right side on (B)(6) 2016. The etiology indicated the relationship of the event to the device or therapy and programming was related, but not related to the implant procedure. The device was reprogrammed. Outcome was reported as resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the cause of the lack of stimulation was not determined. No further complications were reported as a result of this event.